Event description:
A doctor contacted animas customer support to report that on (B)(6) 2012 the patient was hospitalized for diabetic ketoacidosis. The patient's blood glucose (bg) at 11:40 am on (B)(6) 2012 was reportedly 478 mg/dl. The patient was reportedly removed from the pump and placed on an IV drip. The pump is being replaced for an unrelated issue. The patient is to resume insulin pump therapy once a replacement pump is received and the patient's bg is stable. There is no additional information available at this time. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside of normal use observed in the pump's history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There was no insulin delivery defects found during investigation.